Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp instrument had a frayed cable. It was reported that the patient sustained an injury that required intervention. However, details on the injury and the intervention were not provided. On 03-may-2024, intuitive surgical, inc. (Isi) received mw5153997 stating: davinci prograsp has a frayed cable.

Manufacturer narrative:
A return material authorization (RMA) was issued for the prograsp forceps instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. Section e: the reporter of this event and hospital it occurred at are unknown. The address provided is not the location this event occurred at. .